Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving a dall miles cable cutter was reported. The event was confirmed. Method & results: -device evaluation and results: ¿visual inspection found the cutting edges of the device to be dull from wear. A functional test confirmed the dull edges could not cut a sample dall miles cable -medical records received and evaluation: no medical records were received for review, a medical review would not provide any meaningful insight into this intraoperative event.. -device history review: a review of the device history records could not be performed as no lot ID was received. -complaint history review: a complaint history review could not be performed as no lot ID was received. Conclusions: the reported device was returned for analysis. Wear was noted on the shearing features of the instrument which that had an approximate 15 year service in the field, hence it can be concluded that the instrument failed to adequately function due to this wear. No further investigation required at this time.

Event description:
It was reported that the cable firaments separated and the cable could not be removed from the cable cutter. Spare product was not used and the surgery was continued.

Event description:
It was reported that the cable firaments separated and the cable could not be removed from the cable cutter. Spare product was not used and the surgery was continued.